Event description:
Boston scientific crm received information that this right atrial (ra) lead had dislodged and was in the superior vena cava. This ra lead was successfully revised. This lead remains implanted. Boston scientific did not make the event date available.